Event description:
It was reported from austria that before surgery, it was observed that the motor device had bearing problems. During in-house engineering evaluation, it was observed that the device ran when safety was engaged, had low rotations per minute (rpm), and overheated. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device ran when safety was engaged, had low rotations per minute (rpm) and overheated due to the device being powerbroken. It was determined that the cause of the powerbroken was failure to follow the directions for use and running the device in safe or load position. The assignable root cause was determined to be due to user error, abuse and/ or misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.